Event description:
The reporter stated that a peripherally inserted central catheter (PICC) was placed in the ante cubital fossa area of the arm of a premature baby girl, born at 28 weeks gestation. After 4 days, the site was noticed to be leaking; no leaking was reported from the line. The patient's entire arm turned red, a photograph shows redness with apparent skin loss in an area extending from the elbow crease to the mid forearm. The PICC was removed from the site and a new PICC was placed in the other arm with no biopatch dressing. The affected arm was treated with bactroban and the symptoms resolved. The baby recovered from the event, and was discharged from the unit. The instructions for use of the device state: warnings: do not use biopatch dressing on premature infants, use of this product on premature infants has resulted in hypersensitivity reactions and necrosis of the skin.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated, based upon the reported information.